Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 3.0x24mm promus element stent was successfully deployed in the lad. During an attempt to post-dilate the deployed stent the balloon came in contact with the proximal end of the stent and the implanted stent was deformed. The procedure was completed with post-dilation of the deformed stent with multiple small balloons. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).